Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, while replacing an infusion connector at the patient's bedside as directed by the physician, the nurse discovered that the connector's screw cap had come loose during installation. At the time of discovery, it had not yet been attached to the patient's venous catheter. Upon identifying the issue, the nurse promptly replaced the connector with a new one for use. The incident did not adversely affect the patient.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: bd cannot be able to confirm the failure mode indicated by the customer because no photos or samples provided for a better investigation. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Maintenance records were evaluated and not found any problems.